Manufacturer narrative:
6/10/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic cholecystectomy procedure, the clips did not load properly into the jaws. The surgeon applied another device. The hosp has reported that no pt injury occurred.